Event description:
It was reported that the patient experienced syncope. It was noted that the right ventricular (rv) lead exhibited high, out of range impedance and potential oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the rv lead exhibited noise and undersensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).